Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a device excessively heated. There was no patient or staff impact.

Manufacturer narrative:
The product analysis result indicates that it could not verify excessive heat, performed pre-temperature test and unit operated within normal parameters. Temperature were nose- 84, middle-81, rear-87. Never exceeded, however, nose cone and bearings were corroded, and cable clips were broke off. Replaced cable, motor, seals and nose cone and bearings. The handpiece was repaired, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.